Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of (B)(4). The cause was identified to be an out of calibration air in line sensor. To correct this condition the air in line sensor was recalibrated. If any additional information is received, a follow-up will be sent. .

Event description:
During service by baxter personnel, failure code 810:11 was found in the event history to have occurred during infusion. There was no known patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.